Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation containing fluid in the reservoir. The reported condition of "leak" could not be confirmed. No sign of malformation was observed on the reservoir or the luer. The reservoir and the luer were found to be in their normal condition. A leak test was subsequently performed by filling the reservoir with green water. During and after fill, the reservoir did not look malformed. After fill, the device was monitored for 24 hours for any signs of leak and no signs of leak were detected on the device. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor was observed leaking during storage. According to the report, an extension tubing set (non-baxter product, 50cm in length, and ID 2.2mm) was connected to the tubing set of the basal/bolus infusor. The hospital then filled the device with morphine hydrochloride. The leak was observed on the way to the patients home in the bag the infusor was placed in. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.